Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093, lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient was undergoing a lead revision and severed the lead during the procedure. It was noted that the patient was not dependent on the lead, however, the procedure was extended 20-30 minutes to completely extract the lead. The hcp had to dig the severed lead out. There was no patient impact noted. The length of surgical delay was noted to be 15+ minutes. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (patient weight updated).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0upte, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the reason for the lead revision was that the patient had a loss of symptom relief. No further complications were reported/anticipated.